Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power failure event and failed to display a battery charge indicator. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and also revealed an error message (sf180) related to a battery charger fault. However, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power failure event and failed to display a battery charge indicator. There was no patient harm or serious injury reported as a result of this incident.